Event description:
It was reported that the bd¿ alaris extension set experienced component separation, and leakage. The following information was provided by the initial reporter: she reported a set that had malfunctioned and may need replacement expedited. Her contact info is below.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-25. H6: investigation summary: a complaint of the drip chamber separating and causing leakage of chemo was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Separation at the drip chamber was observed. Photos were also provided by the customer where the separation can be seen. Only the drip chamber was returned for investigation. Traces of solvent could not be seen at the connection site. A device history record review for model 10013364t lot number 21069692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an insufficient amount of solvent being added to the connection site, causing the drip chamber to be easily separated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ alaris extension set experienced component separation, and leakage. The following information was provided by the initial reporter: she reported a set that had malfunctioned and may need replacement expedited. Her contact info is below.